Manufacturer narrative:
During a follow up on (B)(6) 2024, the patient's mother provided additional information regarding the incident. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 22 mmol/l (396 mg/dl) while wearing the pod between 49 and 71 hours. The pod was reportedly leaking and the cannula dislodged from the insertion site (arm). The patient noted the site appeared irritated and was painful. A new pod was successfully applied. The patient visited the general practitioner (gp) and was diagnosed with cellulitis. The patient took antibiotics for one week but the symptoms persisted. The patient went back to the gp and was prescribed another round of antibiotics for an additional 5 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 22 mmol/l (396 mg/dl) while wearing the pod between 49 and 71 hours. The pod was reportedly leaking and the cannula dislodged from the insertion site (arm). The patient noted the site appeared irritated and was painful. A new pod was successfully applied.